Event description:
It was reported that there was an alert for out-of-range shock impedance measurement for this right ventricular (rv) lead. Technical services (ts) reviewed device data and found that there was a gradual rise in shock impedance values, with a value of 169 ohms currently. Ts provided troubleshooting including recommending commanded shock test and reprogramming options. It was noted that physician will perform a lead revision in the future. No adverse patient effects were reported. Currently, this lead remains in service. According to additional information, this lead was surgically abandoned due to the aforementioned impedance out of range impedance measurements. A new rv lead was successfully placed. No additional adverse patient effects were reported.

Event description:
It was reported that there was an alert for out-of-range shock impedance measurement for this right ventricular (rv) lead. Technical services (ts) reviewed device data and found that there was a gradual rise in shock impedance values, with a value of 169 ohms currently. Ts provided troubleshooting including recommending commanded shock test and reprogramming options. No adverse patient effects were reported. Currently, this lead remains in service.